Event description:
Intra-abdominal fluid collection [localized intra-abdominal fluid collection]. Case description: literature-spont report received on 02/19/2009 from a company rep regarding a female pt of unk age and initials, whose relevant medical history included cancer. This report was received from a literature article entitled "postoperative intra-abdominal collections using a sodium hyaluronate-carboxymethylcellulose barrier (ha-cmc) at the time of laparotomy for ovarian, fallopian tube, or primary peritoneal cancers." On an unk date, the pt received an unk number of sheets of seprafilm during a laparotomy procedure. Following the procedure, the pt experienced intra-abdominal fluid collection which required drainage. It was the opinion of the physician that the seprafilm was associated with the diagnosis of post-operative abdominal collection. As of the date of this report, the pt outcome was unk. No further info was provided. (B)(4).

Manufacturer narrative:
Journal: gynecol oncol. Author: leitao jr mm, natenzon a, abu-rustum nr, brown c, chi ds, sonoda y, levine da, gardner gj, barakat rr. Title: postoperative intra-abdominal collections using a sodium hyaluronate-carboxymethylcellulose barrier (ha-cmc) at the time of laparotomy for ovarian, fallopian tube, or primary peritoneal cancers. Volume: 112, year: 2009, pages: 2, suppl 1. Evaluation summary: no sample was returned and no lot number was provided by the user facility, therefore, a genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened and the appropriate investigation will be conducted.